Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had multiple organ dysfunction syndrome (mods) and was positive for fungal sepsis. The patient had been intubated. They were given continuous renal replacement therapy (crrt) and were on vasopressors. The right ventricular assist device (rvad) was removed on (B)(6) 2024, and the family withdrew care on (B)(6) 2024.

Manufacturer narrative:
Section d4: catalog number and primary UDI corrected section d5: operator of device corrected sections d6a and d6b: the device is not implanted; these sections were erroneously populated in the initial report. Section g3: PMA # corrected section g8: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: (B)(4). The MFR number should have been fei-based with the 10-digit fei being (B)(4). Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between the centrimag device and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that the product will not be returned for evaluation. The centrimag blood pump instructions for use (IFU) lists infection, multiple types of organ failure and dysfunction, and death as adverse events that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warming #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that their blood cultures were first positive for fungal sepsis on (B)(6) 2024.